Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The field service engineer (fse) found an issue with the syringe seals. The fse replaced the syringe seals and pinch valve tubing and performed decontamination of the instrument. Mechanical checks, air purge, reagent prime and ise checks were completed. Calibration, qc and precision were acceptable. The investigation determined that the issue found by the fse was the root cause of the event.

Event description:
The initial reporter questioned low results for 20-30 patient samples tested for sodium (na) on a cobas pro ise analytical unit. An example of discrepant results was provided for 1 patient sample. The initial result was 129 mmol/l. The repeat result was 135 mmol/l. The repeat result was believed to be correct.